Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection.

Event description:
This information was found during the 2-year post-marketing surveillance of gore tag&#59412;horacic endoprosthesis in (B)(6). On (B)(6) 2010, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using a gore tag thoracic endoprosthesis ((B)(4)). On (B)(6) 2010, the patient was discharged from the hospital in good condition. On (B)(6) 2011, no complication was observed at the 6 month follow-up examination. On (B)(6) 2011, no complication was observed at the one year follow-up examination. On (B)(6) 2012, the patient expired at a different hospital due a type a dissection. The cause of the type a dissection is unknown. No further information is available. Patient weight: (B)(6). Patient dob: (B)(6). Patient's medical history: hypertension.